Event description:
It was reported that the patient experienced pain with his artificial urinary sphincter placed in chicago. The patient has now moved to (B)(6) and asked for assistance finding a physician in the (B)(6) area. Patient liaison tired to contact the patient to give him assistance finding a physician. No more information is available at the moment. If relevant information becomes available, it will be provided.

Manufacturer narrative:
H10 updated. Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 860024013, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 861238005, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced pain with his artificial urinary sphincter placed in (B)(6). The patient has now moved to (B)(6) and asked for assistance finding a physician in the (B)(6) area. Patient liaison tired to contact the patient to give him assistance finding a physician. No more information is available at the moment. If relevant information becomes available, it will be provided.